Manufacturer narrative:
A technical investigation showed that the system incorrectly reported z 920-407 error during treatment rather than a thermal event warning which displays as z 409-383. Based on the information currently available and technical review, although no adverse event was reported, the display of the wrong error code by the system rather than the correct thermal code, may lead to a serious third-degree burn if the malfunction were to recur. A supplemental report will be submitted if and when additional information is obtained

Event description:
During cs elite procedure on (B)(6) 2021, to lower abdomen, an event was reported by the provider. Two z920-407 alerts were signaled, 6 minutes into treatment, using the c150 applicator. No patient impact. The patient was retreated immediately after system reset.

Manufacturer narrative:
Corrected data: d1, d4, g1.

Event description:
During cs elite procedure on (B)(6) 2021, to lower abdomen, an event was reported by the provider. Two z920-407 alerts were signaled, 6 minutes into treatment, using the c150 applicator. No patient impact. The patient was retreated immediately after system reset.